Manufacturer narrative:
The device was used in treatment. One 13.5f guidestar steerable introducer sheath was received back from the customer without the dilator. There were no other accessories. Traces of blood were found on and inside the sheath. According to the event description summary, the plastic around the valve was broken. The hub cap was inspected under a microscope and looked normal. Both halves of the hub cap were securely seated in the original intended position on top of the hub. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso (B)(4) for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no liquid leakage was observed through the hemostatic valve. The sheath met the iso standard of 38kpa leak test for hemostatic valve/seal requirement. In addition, the sheath was also tested by occluding the tip and no leakage was observed beyond 300kpa through the stopcock, sideport tubing or handle. There is a kink in the sheath shaft approximately 6cm from the distal tip. It is unknown whether the kink was a result of use of the device during the procedure or repackaging of the device to send back to oscor. Returned device analysis revealed the sheath was within manufacturing specifications. Both halves of the hub cap were securely seated in the original intended position on top of the hub. Also, the sheath did not leak when tested manually and also met the iso leakage test method requirement. Nothing was broken or missing near or around the valve or handle. According to the DHR, the sheath passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. Per manufacturing procedure non-peelable sheath final assembly sample size 100%: leak test cured sheath assemblies per procedure. Per qa procedure destino steerable guiding sheath in-process and final inspection sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal. Perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. Per IFU: the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. No further follow up required. No corrective or preventive action resulted after investigation of this event. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that plastic around the valve is broken. There was no adverse patient side effect reported. No additional information is available.